Event description:
It was reported that during the implant procedure after the leads were positioned, while connecting to the device blood leakage was noted on the right ventricular lead; an insulation anomaly was suspected. The lead was not used and a new lead was implanted. The procedure was completed without any adverse consequences and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.